Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025, information was received from a friend/family member regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary/bowel dysfunction. It was reported that the patient was having urgency and incontinence. Caller stated that last monday the patient's frequency was still quite a bit so the manufacturing representative (rep) increased the stimulation. Caller said that over this week the frequency was not as much, but the urgency was still there and this was a new symptom for the patient. Agent asked the caller for the event date and caller said that it was probably around the 5th, 6th, wednesday or thursday of last week. Caller also said that patient has had some accidents along the way. The patient reported urinary symptoms. Agent walked the caller through connecting the handset and communicator to the implant. Agent reviewed therapy information and general programming guidance. The caller was redirected to their healthcare provider (hcp) to further address the issue. On 2026-jan-16, additional information was received from a patient. They reported that the patient representative (pt rep) called back indicating that they had been trying different programs/amplitudes in order to optimize the therapy. The patient was noticing some improvement but was still having frequency at night. Caller wondered if it was possible for patients to experience differences in therapeutic effect depending on bodily position. Reviewed information regarding positional changes to stimulation. Caller noted that if the patient lays on their left side they had to get up almost immediately to use the bathroom. They plan to continue monitoring symptoms while trying different programs and would follow up with managing hcp in february. On (B)(6) 2026, additional information was received from the patient representative. The caller repeated same therapy issues as previously reported, regarding symptoms at night. Caller said in the beginning they weren't aware that they were expected to make any adjustments so they didn't and it was determined at patient's first follow up appointment on (B)(6) that the setting was still at 0.1. Caller said had been making adjustments since then however after review of therapy screen, caller may have been turning therapy off after adjusting the intensity. Caller said was confused as the arrow only points to the left towards off however it was on the right side where it said on. Reviewed general programming guidance. Caller also mentioned that patient had a fall on the ice at the end of january and fell right on the implant. Caller said that did see the manufacturing representative (rep) on february 2nd and the rep changed to a different program. Caller said that since the fall, the patient no longer feels the stimulation in the perineum but mainly over the implant site. Caller said that the doctor ordered x-rays and was told that something dislodged but no specific information was provided. Caller said that due to patient's age they would like to consider non-invasive options before considering having another surgery. Caller said that patient was scheduled to see the rep on april 7th for a reprogramming session and will inquire about running a diagnostic test and review programming options.